Event description:
The hcp later reported the patient had an infection but not of abdominal pump pocket or catheter. The device was removed as a precaution.

Event description:
An infection was reported; meningitis. Culture was taken from the device pocket. The patient was scheduled to have the pump and catheter explanted (B)(6) 2013. There were no symptoms reported. The pump was used to deliver infumorph.

Manufacturer narrative:
Product ID: 8709, lot# j10802r24, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# j10802r24, implanted: (B)(6) 2001, product type: catheter. (B)(4).